Event description:
Allergic reaction to the beryllium and nickel used to make dental bridgework. Developed a strong metallic taste in mouth and the ulceration of gum line. Pt discovered that the dentist that did the work, is not licensed in their state. The lab that made the dental work told pt that the combination of metals is "toxic" but not illegal to use.